Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that air bubbles in the reservoir. During therapy customer noted the air bubbles in reservoir, on the third day of wearing the infusion set. The customer reported blood glucose readings go on the third day of use of the infusion set. Advised the customer to change the infusion set every two days to help with the problem because they should only be worn for two days due to the needle. The customer was not experiencing air bubbles at the time of the call. Best practices for handling insulin for reservoir fill and fill reservoir technique were reviewed. Advised the customer to change set. No harm requiring medical intervention was reported. It was unknown if the customer was able to continue use of the reservoir.